Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate weren't drawing a sufficient volume of blood. No serious injury or medical intervention reported.